Event description:
The rptr was instructing a pt how to use the lancet device for the accuchek advantage blood sugar meter. The lancet was not ejecting the used lancet using the proper method, as described by the user manual. The rptr inadvertently punctured left pointer finger when rptr tried to remove the lancet from the lancet device using fingers. Rptr washed hands thoroughly and notified supervisor.